Event description:
It was reported that this pacemaker exhibited oversensing of noise and loss of capture on the right atrial channel. Noise was also observed on the right ventricular channel, however it was not sensed by the pacemaker. No changes were made and the pacemaker remains in service. No adverse patient effects were reported.